Event description:
It was reported that a patient underwent a cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially, it was reported that there was blood in the tip of the catheter, ablating was not possible, high impedance. The catheter was replaced and the procedure was successfully completed. There was no patient consequence. The foreign material (blood) and high impedance were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 02-aug-2024, a hole was observed on the pebax surface with reddish material inside. This was assessed as MDR reportable with an awareness date of 02-aug-2024.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection and functional tests of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. A temperature and impedance test were performed and high impedance appeared and was not possible to ablate. A manufacturing record evaluation was performed for the finished device 31238095l number, and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the high impedance issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: do not scrub or twist the distal tip electrode during cleaning. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).